Event description:
Revision surgery - due to the patient complaining about pain. Also, had metal-on-metal issues.

Manufacturer narrative:
The reason for this revision surgery was to alleviate patient joint pain after 10.5 years of patient use. The patient also indicated a concern about m/m (metal on metal) conditions but offered no explanation or described the nature of the issues. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 939371. A total of eight complaints have been submitted against this part number. There have been a total of three complaints for pain. The remaining complaints have been for issues such as dislocation, trauma and instability. The complaint states the reason for the revision surgery was patient joint pain but no information was submitted describing the nature of the pain or its root cause. Reference is also made to m/m issues but no information was supplied that identifies the nature of the issue or offers an explanation of the root cause. Factors un-related to implants that may cause patient instability: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.